Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia / wolff-parkinson-white (svt/wpw) ablation with a thermocool smarttouch sf (stsf) and the patient experienced a foreign body from catheter tip breaking. It was reported in an svt/wpw case that the tip of the stsf catheter got lodged into some tough tissue in the right atrium of the patient. The physician felt resistance and pulled on the catheter, and the tip of the catheter got stuck in the body. The issue was confirmed on flouro. During pacing procedures to induce tachycardia, the stsf f/j catheter was positioned in the right atrium away from the decanav catheter positioned in the coronary sinus ostium, and away from the tricuspid valve and conduction system to reduce catheter interaction or ectopy. This placed the catheter in between the superior and inferior vena cava near the lateral wall. The catheter had been used so far to build further right atrial anatomy/matrix and to pace from in the right ventricle (rv). There was no ablation or zeroing of the catheter that had occurred yet and no errors came up on the workstation or ngen monitor. Pacing maneuvers were stopped when the physician mentioned that he was unsure as to where the catheter was going and tried to reposition it. He then mentioned feeling resistance of the catheter to move, enabled fluoroscopy to localize the catheter better, and stated that he twisted the catheter cable around in his hand and then pulled out the catheter from the patient¿s body. As soon as it was pulled out, the physician noted that the tip was missing from the catheter body, and this was confirmed by visualizing the floating tip within the right atrium on fluoroscopy. It was not clear if the catheter required any additional force to pull out after twisting the cable, or if it naturally came out. At no point during or following the procedure was the tip physically removed from the patient¿s body. No catheter or medical instrument was introduced into the heart to remove the catheter body or tip.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia / wolff-parkinson-white (svt/wpw) ablation with a thermocool smarttouch sf (stsf) and the patient experienced a foreign body from catheter tip breaking. It was reported in an svt/wpw case that the tip of the stsf catheter got lodged into some tough tissue in the right atrium of the patient. The physician felt resistance and pulled on the catheter, and the tip of the catheter got stuck in the body. The issue was confirmed on flouro. During pacing procedures to induce tachycardia, the stsf f/j catheter was positioned in the right atrium away from the decanav catheter positioned in the coronary sinus ostium, and away from the tricuspid valve and conduction system to reduce catheter interaction or ectopy. This placed the catheter in between the superior and inferior vena cava near the lateral wall. The catheter had been used so far to build further right atrial anatomy/matrix and to pace from in the right ventricle (rv). There was no ablation or zeroing of the catheter that had occurred yet and no errors came up on the workstation or ngen monitor. Pacing maneuvers were stopped when the physician mentioned that he was unsure as to where the catheter was going and tried to reposition it. He then mentioned feeling resistance of the catheter to move, enabled fluoroscopy to localize the catheter better, and stated that he twisted the catheter cable around in his hand and then pulled out the catheter from the patient¿s body. As soon as it was pulled out, the physician noted that the tip was missing from the catheter body, and this was confirmed by visualizing the floating tip within the right atrium on fluoroscopy. It was not clear if the catheter required any additional force to pull out after twisting the cable, or if it naturally came out. At no point during or following the procedure was the tip physically removed from the patient¿s body. No catheter or medical instrument was introduced into the heart to remove the catheter body or tip. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection was performed following j&j medtech procedures. Visual analysis revealed that the tip was broken with cut marks and the dome was not returned for analysis. A manufacturing meeting was held and it was concluded that the issue was not related to the manufacturing process due to cut marks observed in the tip area and the description of the event. With the evidence available, there was no manufacturing issue observed. A manufacturing record evaluation was performed for the finished device number lot 31412341l and no internal action related to the complaint was found during the review. The tip fully separated, and medical device entrapment issues reported by the customer were confirmed. The potential cause of the separation of the dome could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The broken tip is related to the adverse event reported by the customer since the video and description provided by the customer confirm the excessive manipulation of the device. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath; always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter; do not use the catheter in patients with prosthetic valves because the catheter may damage the prosthesis. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).